Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that buttons was sticking and hard to use. The customer's blood glucose level was unknown. It was also reported that customer did not have insulin pump at the time of call. The insulin pump will not be returned for analysis.